Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that something wrong with insulin pump and they experienced low blood glucose. Customer¿s blood glucose level was 40 mg/dl at the time of incident and treated with food. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was alleging that the insulin pump was over delivering and not using auto mode feature on insulin pump. It was also stated that the insulin was dripping from end of set before connecting at their site. The insulin pump will not be returned for analysis.